Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that an unexplained power reboot was recorded on (B)(4) 2014. Visual inspection revealed that the battery compartment was intact; no damage was observed. The returned battery cap was undamaged and was able to be fully secured to the pump. A 24 hour duration test was performed using the returned battery cap; no power interruptions occurred. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.